Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient was going through withdrawal, shaking and stiff. Per the reporter the patient came to the hospital with a motor stall on (B)(6) 2016. There were no environmental, external or patient factors that may have caused or contributed to the issue. The reporter was not aware of any diagnostics or troubleshooting that was performed. The pump was being replaced (B)(6) 2016 at around 1700. The issue was not resolved at the time of the event and the patient status was noted as alive no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received on (B)(6) 2016 from the rep. The device was returned to the manufacturer for analysis. It was stated that the patient was at home and doing nothing. There was no MRI performed beforehand. The event logs were also included. The event logs included the programmed information, such as lioresal being the drug in the pump, and the estimated eri being 25 months. There was no additional information provided.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver lioresal (2000 mcg/ml at 673.5 mcg/day). Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 273.5mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the reporter the patient was in pt (physical therapy) when the alarm was heard. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.